Manufacturer narrative:
Results of investigation: the suspect device was evaluated and tested. Vyaire medical was able to confirmed the reported complaint. The event log shows multiples alarm low ve and xdcr (transducer) fault occurred. This is a known issue which can be referenced with CAPA 000000281 and scar ps-16-23. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is having a transducer fault. The exhalation diff fails to calibrate on 0. Furthermore, there is no patient associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.